Event description:
A customer reported that a system message displayed during surgery and fluid refluxed from the auto stop cock to the air. The customer changed the intraocular pressure (iop) control to vented gas forced infusion (vgfi) to complete the procedure with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).